Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (lot number 549650, expiration date 06/30/2008). Reference medwatch report with (B)(4) for the suspect device used in system 2.

Event description:
Customer states, patient reportedly received results of 540 mg/dl and 219 mg/dl within 10 minutes on inform system 1. Patient was re-tested within 10 minutes using inform system 2; blood glucose result was 164 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.